Event description:
This is a spontaneous report by a nurse via a sales representative from (B)(4) of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient received pd therapy. On the evening of (B)(6) 2010, the patient developed peritonitis and was hospitalized. On an unreported date, a bacterial culture of the peritoneal effluent was performed. At the time of this report, the culture results were still pending. Treatment for the event were not reported. The event of peritonitis was resolving. Action taken with pd therapy was unknown. Medical history and concomitant medications were not reported. The root cause of the peritonitis was not reported. Follow-up information was received on (B)(4) 2010 from a sales representative. According to the reporter, the patient's peritonitis was under control. The peritoneal effluent was becoming clear, however the bacteria culture (performed after hospitalization) was negative (the positive rate of the bacteria culture in the hospital was usually 30% in average). The physician believed the peritonitis was possibly related to the patient's hand manipulation and requested that the nurse re-train the patient. The head nurse and physician declined to provide any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.